Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
(Poking) chin and bleeding - skin [skin haemorrhage]. Poking chin - skin [skin injury]. Head keeps falling off - oral-b [device breakage]. Case narrative: consumer via phone stated that the oral-b toothbrush head kept falling off of the oral-b toothbrush while they brushed their teeth. The shaft of the oral-b toothbrush poked their chin and bled. No serious injury was reported.

Manufacturer narrative:
On 29-mar-2023: product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
(Poking) chin and bleeding - skin [skin haemorrhage]. Poking chin - skin [skin injury]. Head keeps falling off - oral-b [device breakage]. Product counterfeit - oral-b [product counterfeit]. Case narrative: consumer via phone stated that the oral-b toothbrush head kept falling off of the oral-b toothbrush while they brushed their teeth. The shaft of the oral-b toothbrush poked their chin and bled. No serious injury was reported. On 02-mar-2023: follow up via phone: the consumer was a female. No serious injury was reported. On 29-mar-2023: product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush. No serious injury was reported.